Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with sensors. The sensor lost connection. The sensor had blood on it and the wire looked broken off, they got it out with a pair of tweezers. The customer's blood glucose during the incident was 142 mg/dl. After looking at the sensor, the customer reports the sensor cannula was not intact. Customer was not reporting that the sensor cannula or introducer needle fractured while in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used.